Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to confirm compromised force sensor system alarm due to motor error alarm. Pump received with corroded battery tube noted. No moisture damage on electronics and motor assembly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown at the time of the incident. The customer also reported that the insulin was squirting during manual prime process. It was reported that they had filled in the infusion set and it won't advance to fill cannula over and switched out infusion set, the fill tubing started squirting out without her pressing fill. The customer stated that the drive support cap was protruded. The customer declined troubleshooting for prime or rewind and fill tubing issues and low blood glucose. The customer was advised to disconnect from the pump. The customer was advised to treat as per health care professional instructions. The insulin pump will be returned for analysis.